Manufacturer narrative:
Citation: amrane, hafid. A meta-analysis on clinical outcomes after transaortic transcatheter aortic valve implantation by the heart team. Eurointervention (2017); 13(2):e168-e176 doi 10.4244/eij-d-16-00103 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a meta analysis that was collected on clinical outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a search in pubmed and embase on august 31, 2016 and included data on implants obtained between january 2000 and august 2016. The study population included 1,907 patients from 16 studies (predominantly female; mean age 78 to 85 years. Multiple manufacturers were noted in the studies (serial numbers not provided). Among all patients adverse events included: conversion to sternotomy, vascular complications, moderate to severe paravalvular leak (pvl) or aortic regurgitation, stoke, myocardial infarction (mi) and the implant of a permanent pacemaker. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed malfunction and medtronic product. No additional adverse patient effects or product performance issues were reported.